Manufacturer narrative:
Pursuant to title 21 food and drugs, chapter I food and drug administration department of health and human services, subchapter h -0 medical device, part 803 medical device reporting, subpart a general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein.

Event description:
Praxair received a call from the nurse. They noticed that the liberator was freezing, and the oxygen cannula exploded due to high pressure. The cannula had liquid oxygen, causing second degree burns to the patient's throat and face. The patient was transported to the hospital for emergency attention.